Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing continuous pain.

Manufacturer narrative:
It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.